Event description:
The customer reported that a pt death occurred and that the pt last had a waveform an hour prior to being discovered dead by staff.

Manufacturer narrative:
The customer reported that a pt death occurred and that the pt last had a waveform an hour prior to be discovered dead by staff. We will consider that the condition of the pt was unmonitored for approx one hour and that staff were not aware of changes in the pt's conditions during this timeframe. The initial info includes that the pt was not being monitored by the telemetry system at the time that they were discovered to be dead. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).